Event description:
Per the clinic, the patient experienced an extrusion of skin flap, exposing coil/magnet site (specific date not reported). The patient was treated with topical antibiotics as prophylactic (specific date and duration not reported). Subsequently, the patient was placed under general anesthesia on (B)(6) 2024, in order to rotate the receiver/stimulator to a new area of tissue and move the coil/magnet. However, electrode migrated out of cochlea hence, the device was explanted during the same surgery. The patient was reimplanted with another cochlear device during the surgery.